Event description:
It was reported that the left ventricular (lv) lead had high thresholds with diaphragmatic stimulation at high outputs. The lv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1d1 implantable cardioverter defibrillator, implanted: (B)(6) 2014. (B)(4).